Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve due to aortic insufficiency (ai) and stenosis. Prior to placement of the 23 mm sapien 3 ultra resilia valve, leaflet modification was required. The patient was stable post valve-in-valve procedure. There was no mention of early valve failure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the medical records and the investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b7 (other relevant history, including preexisting medical conditions), h6 (component code, health effect - clinical code, device codes, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). Additional information was received via medical records. Approximately 3 years and 8 months post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient had been hospitalized multiple times with complaints of hypotension, fatigue, dizziness and syncope, worsening dyspnea and lower extremity edema. The patient was initially diagnosed with complete heart block and a pacemaker was placed. During this time, the patient was found to have moderate bioprosthetic aortic stenosis which had improved after placement of the pacemaker. Approximately 3 years and 9 months post tavr procedure, the computed tomography angiography (cta) transcatheter aortic valve implantation (tavi) results confirmed evidence of hypoattenuating leaflet thickening (halt) and hypoattenuation affecting motion (ham). Approximately 4 years, 9 months, and 15 days post tavr procedure, the transthoracic echocardiogram (tte) results revealed the patient had a left ventricular ejection fraction (lvef) of 20% to 25% with known moderate bioprosthetic aortic stenosis and moderate aortic insufficiency. Based upon the symptoms of ongoing fatigue, hypotension, and lower extremity swelling, the patient was scheduled for a coronary artery bypass graft (CABG) with explant of the 26 mm sapien 3 ultra valve and surgical aortic valve replacement (savr). The patient was noted to be on hemodialysis. Subsequently, after further discussions and due to the patient's frailty, a decision was made to proceed with a valve-in-valve procedure. Approximately 4 years and 10 months post tavr procedure, the patient underwent a successful tavr valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the regurgitation, valve stenosis, leaflet thickened/hypoattenuated leaflet thickening (halt), and leaflet motion restriction that resulted in a valve-in-valve being performed were confirmed based on the provided medical records. A review of the device history record (DHR), lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 9 months post tavr procedure, the computed tomography angiography (cta) transcatheter aortic valve implantation (tavi) results confirmed evidence of hypoattenuating leaflet thickening (halt) and hypoattenuation affecting motion (ham). Approximately 4 years, 9 months, and 15 days post tavr procedure, the transthoracic echocardiogram (tte) results revealed the patient had a left ventricular ejection fraction (lvef) of 20% to 25% with known moderate bioprosthetic aortic stenosis and moderate aortic insufficiency." Regarding the valve stenosis, leaflet thickened/halt, and leaflet motion restriction, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification/regurgitation/increased gradient), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). While restricted leaflet motion develops progressively over time and can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, the patient was undergoing hemodialysis, which indicated that the patient had chronic kidney disease (ckd). Ckd is a well-known factor that may increase the risk of atherosclerosis leading to early valve degeneration/stenosis with thickened leaflet, resulting in leaflet motion restriction. Although a definitive root cause was unable to be determined, the available information suggests that patient factors (ckd) may have contributed to the event. Regarding the regurgitation, per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak (pvl) are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, as the regurgitation type was unknown, a definitive root cause was unable to be determined at this time. However, the event may be due to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.